Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The ac distribution assembly and the cable adapter were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Event description:
A customer reported an event of haze/smoke and an odor that "smelled of burning electric components" emitting from the sterrad nx. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite.

Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. Upon return, the ac distribution assembly was verified to have burnt components. As a result, this complaint is deemed not reportable because there is no serious injury trigger related to electrical components in sterrad® sterilizers to report a malfunction.